Manufacturer narrative:
The technician found the siderail latch mechanism was not moving freely. The technician lubricated the latch to repair the bed.

Event description:
Info received indicates, the siderail is not latching.